Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the surgeon closed the gun on antrum, gore seam guard on both sides. They then waited fifteen seconds for compression, released safety, and pressed the firing trigger. The gun engaged, and then stopped. The surgeon reversed the knife blade, opened the fun and used a new same like reload, but had the same issue. There was a delay of two minutes. A competitor¿s device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. Pan, cartridge, sled movement the analysis found that one ple60a device was returned in good visual condition and with an ecr60t partially fired 1/16 loaded on the device. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. Cartridge (c) ecr60t, l53y45 was received partially fired 1/16 not loaded on the device. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. Upon further analysis the cartridge body was noted to be damaged and the cartridge pan dislodged. Furthermore several drivers were out of position and missing. The damage to the cartridge and pan is consistent with an improper or incomplete loading/seating of the cartridge. If the cartridge is not fully inserted/seated into the channel, the retention features on the cartridge are not engaged to the channel windows of the device. At firing the device will push the cartridge forward resulting in the pan to partially or completely dislodge. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape.